Manufacturer narrative:
The device is expected to return for investigation, however, it has not been received.

Event description:
The event involved a leak of chemotherapy from the filter of the primary plum set. The medication involved was pemetrexate, which was infusing via a pump at a rate of 450ml/hr, and the leak was noticed 15 minutes into the infusion. The customer reported that there was no obvious defects in the filter, the chemo drug that spilled did not come into contact with the patient, but into the sterile towel. The device was replaced with no further issues.

Manufacturer narrative:
The date returned to manufacturer was 7/8/19. Received one used list # 140099290 with the complaint of leakage of chemotherapy drug during infusion. As received, the set was visually inspected per product specifications and the set as well as the filters appeared to be in good condition. The set was pressure leak tested according to product specifications, the outlet filter vent leaked while the inlet filter vent did not leak. Red dyed water was injected into the set in order to diagnose the type of leak in the outlet filter vent. Red dyed water was seen to come from a single central point in the outlet filter. The outlet filter vent was removed from the filter housing and examined under the microscope and a single pinhole was found in the center of the filter. The reported complaint can be confirmed. The probable cause of the leak is due to a hole in the filter vent material. Testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build up is not known.